Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was rec'd. A review of the device history record has been requested.

Manufacturer narrative:
A review of the device history record review revealed there were no mrrs, ncrs, or complaint related issues with this complaint.

Event description:
(B)(4) was rec'd from the FDA. Reported pt was implanted with norian devices on (B)(6) 2006. It was reported the pt's injury date was (B)(6) 2006. Status post-op atv rollover accident with increasing intracranial pressure (icp) with midline shift. Pt was prescribed no bending, twisting or lifting greater than 10 pounds and pt must walk 30 minutes a day post-op. This is 2 of 3 reports for the same event, (B)(4).